Event description:
It was reported that the pump was submerged in water and the touchscreen subsequently became unresponsive and frozen. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.